Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensor. The mother states the sensor was wet and would no longer connect to transmitter. The customer's blood glucose level at the time of incident was unknown. The customer was advised the sensor would be replaced and returned for analysis.